Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4) . No causes or potential causes of the customer's reported problem were found during the review of service and repair records. One device received for investigation with no abnormality in the appearance of the main body. Performance and functional check performed, and the reported issue was duplicated due to deterioration of components due to product use for more than 10 years. The root cause of the issue was due to normal wear as the device was over 13 years old. Replaced all deteriorated components and passed all functional tests. D4-UDI was unknown.

Event description:
It was reported the function of the cmv/demand switch was imperfect (the contact was unstable), causing the product to be powered off occasionally. No patient injury reported.